Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2,000mcg at 502.2 mcg via an implantable pump. It was reported that the patient came in to see the physician because she was experiencing a positional kink in her catheter. The only time she felt she was getting relief in her spasticity was when she was curled into the fetal position. The physician completed a dye study where he was able to pull back 1 cc of cerebrospinal fluid (csf). No issues were observed other then the csf pull was sluggish. 3d imaging was completed on the catheter and anchor site and imaging demonstrated a kink on the dorsal side of the anchor (this was the part that was trimmed intra-operative). The anchor was also removed. A new anchor from the 8785 kit was advanced onto the spinal segment. The 2 pieces were joined by the collet from the 8785 kit. It was noted intra-op that the tunneling route with placement of the 8782 was at the top of the incision with a more vertical angle to avoid the patient's pelvis. Additionally, the patient's starting dose was decreased by 20%. It was unknown if the issue had yet to resolve.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 12-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) that the 8782 portion of the catheter was discarded. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that there was a pump replacement for this patient. The doctor was thinking possible pump issue- sending back for analysis. New 8667-20 placed today and new 8784 placed. They were sending back old 8784.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that prior to revision, the patient was evaluated and found to have a cerebrospinal fluid (csf) leak and an accumulation of fluid in the back near the revision site. The patient was given an epidural blood patch and they had her lay flat on her back for 4 days and at that point the csf leak seemed to have resolved and was released on february 27. A few days later the patient had another episode of withdrawal and again boluses through the pump were given but have not been effective. The infusion was also changed to a "pulse dose" and the patient given oral baclofen as well as ativan to control her spasticity.

Manufacturer narrative:
H3. Analysis of the 8784 identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Analysis of the pump found an anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) reporting that the issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.